Event description:
It was reported that during a right hemicolectomy procedure when the device was fired, apparently the knife blade was popped up and device did not fire. The doctor hand stitched the anastomosis. Device has been discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.